Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1300019. Medical device expiration date: 31-oct-2026. Device manufacture date: 27-oct-2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles from lots 1300019 and an unspecified lot failed to deliver insulin during use. The following information was provided by the initial reporter: "my father uses the bd nano pro ultra fine pen needles. The first box we used had a needle that did not allow the insulin out¿perhaps the hole was missing? Our second box has now had several (5-6) with the same problem and we still have at least half a box left."

Manufacturer narrative:
H6: investigation summary. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. The photo exhibits a box for bd ultra fine nano pen needle cat # 320555, lot 1300019. This photo is not in relation to the complaint of needle clog. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needles from lots 1300019 and an unspecified lot failed to deliver insulin during use. The following information was provided by the initial reporter: "my father uses the bd nano pro ultra fine pen needles. The first box we used had a needle that did not allow the insulin out¿perhaps the hole was missing? Our second box has now had several (5-6) with the same problem and we still have at least half a box left."